Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the pump inappropriately suspended insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the issue resolved and the customer declined troubleshooting with tandem technical support.